Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: upon priming IV tubing, j-loop was found to not allow saline to run through gravity. Report involving an mp5303-c that would not allow saline to run via gravity at our surgery center a couple of weeks ago.

Manufacturer narrative:
Investigation summary: one sample (model #mp5303-c, lot #22129050) was returned by the customer. It was reported by the customer that the tubing was not allowing saline to run through. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The sample was able to be flushed without resistance. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: upon priming IV tubing, j-loop was found to not allow saline to run through gravity. Report involving an mp5303-c that would not allow saline to run via gravity at our surgery center a couple of weeks ago.